Event description:
It was reported that a patient enrolled in the (B)(4) study was experiencing on-going pain/discomfort around the implantable card ioverter defibrillator (ICD) implant site. The patient was prescribed oral medications. A pocket revision was completed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).